Event description:
Boston scientific crm received information that this pacemaker was oversensing atrial signals leading to asystole for greater than two seconds. The pacing threshold was also increased. The device was reprogrammed. No adverse patient effects were observed.

Manufacturer narrative:
After further oversensing was observed, a revision procedure was performed and a new system was implanted. The device was explanted and will not be returned. No further information is available. If additional information becomes available, this event will be updated and resubmitted.